Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, worn dso seal, and a worn uso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the lcd lens and pwa were the root causes. The pwa board, dso seal, uso seal, optic switch, lcd lens, keypad, overlay, rear label, and side label were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device had scratches on the lens. As soon as the device was put on the set it exhibited a red screen and alarmed error code 46228. The event occurred during testing, there was no patient involvement.